Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: when asked the cause of the sudden return of symptoms the hcp stated this was undetermined; patient had 75% improvement of bowel symptoms. Actions take: adjustment of the device settings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported a sudden return of symptoms the past 2 days, they were back to where they had been beforehand. They stated they had been steadily increasing the setting and had called their healthcare provider, they had an appointment to see their np on monday. They had questions about whether or not they needed to keep the communicator near the implant all the time. They also mentioned they were wanded. It was reviewed for the patient to adjust the setting a little more when they had the handset and monitor and if they didn't notice any improvement, to switch to a different program. It was also reviewed the importance for the patient to consider other factors such as diet or stress that may have contributed to symptom return. No further complications were reported or anticipated.